Manufacturer narrative:
The information received by the manufacturer has been assessed and it was identified that this event should be re-evaluated for MDR reporting. In the information received, we do not have confirmation that the dressing was not compressed, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that three days after the application of the product the dressing had leaked. A new device for the patient was requested. No additional information is available.